Event description:
It was reported the customer had a software error alarm on their insulin pump. Customer's blood glucose was 180 mg/dl. The customer stated the alarm did not occur during priming or while trying to change the settings on their insulin pump. The alarm also did not occur while a bolus was delivering. It was also found the customer was currently hospitalized for high blood glucose. The mother believed the high blood glucose event was caused by a bent cannula. The mother declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored for one day with no alarms noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset test and had operating currents within specification. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.